Event description:
Port placed for administration of chemotherapy could not be accessed 4-6 months post placement. Contrast injection revealed the catheter had disconnected from the locking collar and migrated to the superior vena cava. Retrieval utilizing a snare was uneventful. Another port was placed without incident. The pt's condition is good. The device was not returned for eval, therefore, no failure analysis will be performed. Co believes inappropiate catheter connection may have contributed to this event, however, without evaluating the device co cannot determine the exact cause for this event. Co's directions for use for this product state: "improper assembly may result in catheter damage, leaking or possible disconnection. When properly assembled, the port's locking collar should be fully engaged into the outlet tube groove and catheter should be visible through the locking collar."